Manufacturer narrative:
Additional information received: the endoleak that was originally reported has now been identified as a type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received:the type of endoleak has been updated from a type ib endoleak to a type iii endoleak at the distal prosthesis junction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the reported endoleak has been updated to; endoleak, type undetermined, distal prosthesis. It was reported that it was not possible to specify the type nor the endoprosthesis involved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for an unknown endovascular treatment. Approximately 4 years post the index procedure it was reported that the patient experienced a type ib endoleak. The type ib endoleak was confirmed in a distal valiant limb that was implanted during intervention for aneurysm expansion. The cause of the event is currently unknown. No clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.